Event description:
As reported by the user facility: alarm events air in line - not visible and unresolved. Other serious outcome: delay in administration of blood products and had to waste some blood product because of bad tubing. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid blood IV rate 140.9 ml/hr (once past 50ml for 15 mins) other details attempted to troubleshoot issues. Changed IV pumps, flushed lines, tried to remove bubbles, inspected lines (no bubbles present but reporting "air-in-line") etc. Ended up having to change tubing. Bad product, staff tired and irritated at having to troubleshoot constant issues with bad and faulty products.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.